Manufacturer narrative:
Investigation pending.

Event description:
Caller (pt self-tester) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 3.4, 2.1. Pt's therapeutic range: 2.0 - 3.0 inr.